Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC nurse stated they found a hair in their PICC kit." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in the PICC kit is inconclusive due to poor sample condition. Two photo samples of an open kit tray were provided for evaluation. Both images show fluid droplets within the open tray. A hair appears to be present on the inside surface of the tray. The condition of the kit tray prior to opening and handling is unknown and could not be determined from the images provided. Possible contributing factors include deposition of the material during kit packaging or after kit opening. Since the presence of the hair within the kit tray could not be determined, the complaint remains inconclusive at this time.

Event description:
It was reported "PICC nurse stated they found a hair in their PICC kit." No other information was provided.